Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012294205); product type: 0195-heart valves; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025- product ID d-evolutfx-2329 (lot: 0012275354); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a 29 millimeter transcatheter aortic valve evfxplus-29 in a patient with severe aortic regurgitation, there was significant difficulty in achieving optimal valve positioning due to minimal calcification of the native valve. Following the release of the valve from the delivery system, the initial valve embolized into the ascending aorta. A contrast injection into the aortic root was performed and revealed no pathological findings. A second valve was implanted through the first malpositioned valve without pulling the initial valve back into the descending aorta. The second valve was successfully implanted after three attempts, with good hemodynamic, angiographic, and echocardiographic results. Several minutes later, during closure of the vascular access sites, the patient experienced a drop in blood pressure and a decrease in consciousness. A repeat contrast injection into the aortic root revealed a dissection of the aorta, as well as dissections of the left carotid artery and the right subclavian artery. An attempted endovascular intervention to repair the arterial dissections in the angiography suite was unsuccessful. The patient was hospitalized in the intensive care unit, sedated, mechanically ventilated, and is currently receiving conservative management.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Additional codes. The codes present in this section correspond to multiple components/products that comprise this reported event. H10. Corrected data: the initial medwatch report was incorrectly submitted reporting the delivery catheter system (dcs) used to implant the valve noted in section d as a concomitant device; however, the dcs cannot be excluded as a contributing factor to the adverse event. Therefore, let this supplemental clearly note the dcs is a system reported device. This is a system report. The section d information is for the primary device, which was in use with the following product ID: d-evolutfx-2329 (lot: 0012294205); product type: 0195-heart valves; manufacturered date: 2024-05-30; use before date: 2026-05-30; implant date: non-implantable; full UDI #: (B)(4). H6. And additional codes. The codes present in these sections correspond to multiple components/products that comprise this reported event and some codes were erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a 29 millimeter transcatheter aortic valve evfxplus-29 in a patient with severe aortic regurgitation, there was significant difficulty in achieving optimal valve positioning due to minimal calcification of the native valve. Following the release of the valve from the delivery system, the initial valve embolized into the ascending aorta. A contrast injection into the aortic root was performed and revealed no pathological findings. A second valve was implanted through the first malpositioned valve without pulling the initial valve back into the descending aorta. The second valve was successfully implanted after three attempts, with good hemodynamic, angiographic, and echocardiographic results. Several minutes later, during closure of the vascular access sites, the patient experienced a drop in blood pressure and a decrease in consciousness. A repeat contrast injection into the aortic root revealed a dissection of the aorta, as well as dissections of the left carotid artery and the right subclavian artery. An attempted endovascular intervention to repair the arterial dissections in the angiography suite was unsuccessful. The patient was hospitalized in the intensive care unit, sedated, mechanically ventilated, and is currently receiving conservative management. Additional information was received to report a non-medtronic (lunderquist) guidewire was used for the procedure. The starting point for deployment was at the bottom of the pigtail catheter. The valve was deployed at an implant depth of 5mm on the non-coronary cusp and 0mm on the left coronary cusp. After the valve dislodged, the depth was "up to 10mm". The latest status update reported the patient remained unconscious and ventilated in the intensive care unit. Per the physician, the cause of the aortic dissection was unknown, but confirmed the delivery catheter system was not a contributing factor. The patient's anatomy was tortuous and the ascending aorta was dilated, this reportedly contributed to the injury.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left side was used as the access site for the first and second dcs; however, the access site location was not provided. Per the physician, the cause of the left carotid artery dissection and right subclavian artery dissection was unknown. It was noted that the dissection extended through the entire aortic arch and the left carotid artery was involved. The physician further clarified that there was no device in the left carotid artery, and a non-medtronic 5 french pigtail catheter was placed in the right subclavian artery. It was further reported that the patient was assessed without sedation and remained unconscious. Treatment was attempted using a stent; however, not all arterial dissections were addressed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left femoral artery was used as the access site for the first and second dcs.